Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined there was a potential issue with the sample mixer. A siemens customer service engineer (cse) was dispatched to the customer site and inspected the instrument. The cse replaced the sample 1 mixer, aligned sample 1 and 2 probes, ran quick check tests, reset the instrument and ran alignment and mix service method tests, resulting within specifications. Then, the cse ran qcs, resulting within acceptable ranges. As per the dimension vista operator's guide samples with an "abnormal assay" flag cannot be reported and must be rerun. The customer did not follow the instructions in the operator's guide. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Low glucose (glu) results flagged with "abnormal assay" were obtained on two patient samples on a dimension vista 1500 instrument. The flagged results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported, as the correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose results.